Event description:
It was reported that the insulin pump had a crack that was going through the display window. The device was dropped a week prior to the phone call. The customer's blood glucose was 149 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with deep scratched display window, cracked display window corners, cracked reservoir tube lip.